Event description:
It was reported that the bd maxzero needleless connector disconnected. The following information was provided by the initial reporter, translated from chinese to english: during the infusion process, this product detached from the infusion set and extension tube and popped out, causing leakage and making it impossible to infuse the drug into the patient's body. Additional information received from the customer: please describe what happened. Is the product disconnected? = after feedback, the product did not break, which was caused by disconnection from the infusion set during the infusion. Please return the affected product for analysis. = the product is not retained, and it is not photographed. Does the event interrupt the administration of any medications, or cause a clinically significant delay in administration that negatively affects the patient? If yes, please provide details. = interrupt the administration, and part of the liquid leakage, resulting in insufficient dosage. Confirm the settings, including the make and model of the connected product. = volt infusion set determine how long the product was in use before the connection problem was discovered. = use on the same day. Please confirm if there is any physical damage to the product. = physical damage cannot be confirmed. When was the problem discovered? Is it during the precharge or during the infusion? = found during infusion.

Manufacturer narrative:
Device evaluation: a mz1000 china product was not available for investigation of pr (B)(4); however, the customer confirmed that the complaint sample was from lot 24075104. The feedback provided by the customer states that, "during infusion, this product dislocated from the infusion device and extension tubing." Further information from the customer has stated that the product leaked due to disconnection from the volt infusion device. Infusion was interrupted and physical damage could not be confirmed with the product. The details of this feedback were forwarded to the manufacturing site for investigation, where a review of the production records for lot 24075104 did not identify any in-process testing failures or quality deviations which may have caused or contributed to a report of this nature. The root cause of the customer¿s experience could not be determined in this instance as no sample was received for investigation. Without a sample to examine it is not possible to determine whether a manufacturing defect could have caused or contributed to a report of this nature. In this instance, without the complaint sample to examine it has not been possible to conclusively link this feedback to a specific failure mode; however, a review of the customer feedback database indicates that this is a rare occurrence with a small number of similar reports against the maxzero component in the past 12 months.